Manufacturer narrative:
A customer reported that their AED will not power on. The customer stated that they received an AED from customer and checked it. The battery was found to be empty. They inserted another battery to this unit, and they were able to turn it on. Analysis of the log files from the AED showed it was manufactured on 09/08/2020 and placed into service on 04/07/2021 with battery pack serial number (B)(6). On (B)(6) 2022 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the battery pack became completely depleted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
A customer reported that their AED will not power on. The customer stated that they received an AED from customer and checked it. The battery was found to be empty. They inserted another battery to this unit and they were able to turn it on. They reported that this did not occur during patient use.